Event description:
Allegedly, pt presented to dr for f/u and upon inspection, plate was found to be broken. Pt was about 2 months out of original implantation.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. Attached is the medwatch 3500a rec'd from the user facility. The following dates are estimated.